Event description:
Account reports an incident in which the reported device was being utilized with a gemini pump. One unit of blood has been delivered, the second unit was being infused when the reported device "ruptured". The infusion was stopped, and reporter stated further blood was not needed. The patient was splattered, however, there was no patient compromise. Reporter stated the pump did not alarm, (occlusion). Reporter stated that approximately 10 psi was being created. The reported device can withstand up to 260mm/hg, (5.03).